Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of failed intuitive motion. This instruments grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The grip tips were able to close and open, but the yaw and pitch motions were non-intuitive. The instrument was found to have a misaligned roll gear. The instrument's main tube was rotated to the home position and it was confirmed that the gear tab was in a different position.

Event description:
It was reported during a da vinci-assisted myomectomy surgical procedure, the the system had abnormal movement of the tenaculum forceps. The site removed/reseated the drape, however the issue did not resolve. The procedure was completed with a backup instrument and there was no reported injury.